Manufacturer narrative:
Device available for evaluation; yes. Returned to manufacturer on 17/05/2019. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm,vticmo13.7, -18.0/3.5/083 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem, patient is happy.